Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis and to stabilize the patient's hemodynamic status during an upper gastrointestinal bleeding procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, the clip fell out before being fired. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.